Event description:
It was reported that during a procedure, while using the device, the instrument was broken from the tip, i.e. White part of the tip started to loosen up. It was not noted how the case was completed. No pt consequence.